Event description:
On (B)(6) 2011, customer reported that the dxc 800 pro generated false low hdld results for one patient. Customer stated that the hdld result for this patient read as "oir lo," which would be less than 5 mg/dl and on the low end of the analytical measuring range. Customer challenged this result instead of reporting it, since an estimated hdld result was 29 mg/dl from a back-calculation using the friedwald formula, from this sample's measured chol, tg and ldld. (See MDR 2050012-2011-08181). During this time, and the reason for this MDR, is that the customer also mentioned that they checked the patient's history and saw that hdld results from a past sample collection, on (B)(6) 2011, had been reported as "less than 5 mg/dl", since they had not been challenged by other operators. Customer did not provide any further information or patient data about the event, and did not state whether the erroneous result had an effect on patient treatment.